Event description:
It was reported that the heads of screws broke during insertion. No information regarding retrieval of broken pieces was provided. Follow-up information was obtained that two ar-13120t-22c screws and two ar-13120t-24c screws were utilized in this surgical case. One of each broke. The heads broke off so that the portions remaining in the patient are the entire screw lengths without the screw heads. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The broken portion of the devices were requested for evaluation but not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history records review revealed nothing relevant to this event. This type of failure generally occurs due to over-torquing the implant during insertion. This is the first complaint of this type for either of these part/lot number combinations. The potential causes of this event are being communicated to the event reporter.